Event description:
It was reported that during a lobectomy procedure, at first, two white reloads were loaded into the device instead of the original cartridge and fired twice without any trouble. Secondly, a different product was used to create the interlobar, but the device did not cut 1cm distal of the tissue. Therefore, the original blue cartridge was loaded into the first device and used for cutting the remaining tissue. Although the device locked on the tissue properly and fired, the remaining tissue was not cut completely. The surgeon commented that it had been as if the tissue had fallen out of the jaws. In addition, the cartridge came off when the device was removed through the trocar after firing. After this occurred the blue cartridge was loaded into the device and fired. The staples were deployed, but again the tissue was not cut. Another device was pulled and used to complete the case. There were no adverse consequences to the pt. The nurse commented that the appropriate noise was heard when loading the cartridge.

Manufacturer narrative:
Date sent: 06/04/2009. The analysis results found that the 6tb45 device was received in good visual condition and with two reloads present. Reload a was received fully fired. Reload b was partially fired and with the lockout tab normal. However, several b-formed staples were found inside the channel. The returned device was tested for functionality with a test reload and it fired, cut, and all staples formed as intended. The device fired without any difficulties, the staple line was complete and staples were noted to have the proper b-formed shape. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge to clean any formed but unused staples from the instrument. Do not use the instrument until is has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is not reloaded and ready for use. Please reference the instruction for use to add'l instructions. A batch record review was performed and no anomalies were found during the manufacturing process.